Event description:
I went into hospital on (B) (6) 2006 for an anterior repair, and was fitted with a prolift-mesh, made by gynecare. As a result of this procedure, my life has been ruined. It affected me not long after the operation, the symptoms being, pain in the vagina, groin and left leg. On (B) (6) 2007, I returned for a check up at the hospital and told the doctor of my symptoms, she told me this was to be expected after such an operation and would improve in the coming months. This did not happen, it got worse. As I was not getting any satisfaction from the gynecologist, my wonderful g.p. Decided to have investigations carried out. I have been told the cause of all my pain and suffering could be due to the material the mesh is made of. Diagnosis or reason for use: prolift vaginal anterior mesh repair.